Manufacturer narrative:
Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The facility where the procedure took place has indicated that the type 1b endoleak was not present at the one month follow up.

Manufacturer narrative:
Correction: in additional information received on 23apr2025, it was confirmed that no endoleak was present at the conclusion of the index procedure or at the one month follow up. As no type 1b endoleak was identified, this event is no longer reportable under FDA 21 cfr part 803, as it does not meet the criteria for a death, serious injury and/or reportable product malfunction. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This complaint no longer meets the definition of a reportable event.

Manufacturer narrative:
Correction: in additional information received on 23apr2025, it was confirmed that no endoleak was present at the conclusion of the index procedure or at the one month follow up. As no type 1b endoleak was identified, this event is no longer reportable under FDA 21 cfr part 803, as it does not meet the criteria for a death, serious injury and/or reportable product malfunction. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified that a type 1b endoleak on a zenith flex with spiral-z technology aaa endovascular graft iliac leg was identified two days post procedure. The patient underwent an endovascular aortic repair (evar) procedure where the following devices were implanted: custom made device: rpn: fen-thoraco-abdominal-graft, zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-56-zt), competitor's device placed in the celiac artery (8 x 27), competitor's device placed in the superior mesenteric artery (8 x 38), competitor's device placed in the right renal artery (7-10-22), competitor's device placed in the left renal artery (6-8-22). On (B)(6) 2025, two days post procedure a type 1b endoleak was identified on the zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-56-zt). At the time of this report, no treatment had been completed to treat the endoleak.

Manufacturer narrative:
Additional information: b5. Correction: b1, h1, h6 (annex a). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was initially notified that a type 1b endoleak on a zenith flex with spiral-z technology aaa endovascular graft iliac leg was identified two days post procedure. Further clarification indicated that the endoleak was not present at the conclusion of the procedure and it was not present at the one month (two day post procedure) follow up. An imaging review was completed on (B)(6) 2025 and indicated that the endoleak was a type 3a endoleak on the left zenith flex with spiral-z technology aaa endovascular graft iliac leg.

Event description:
Additional information was provided on (B)(6) 2025. The customer indicated that the vessels were not any more tortuous than usual.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation cook was initially notified on 20feb2025 that a type 1b endoleak on a zenith flex with spiral-z technology aaa endovascular graft iliac leg was identified two days post procedure. However, it was later discovered that the endoleak was a type 3a, not a type 1b. The patient underwent an endovascular aortic repair (evar) procedure where the following devices were implanted: custom made device: rpn: fen-thoraco-abdominal-graft zenith flex with spiral-z technology aaa endovascular graft iliac leg. Competitor's device placed in the celiac artery (8 x 27). Competitor's device placed in the superior mesenteric artery (8 x 38). Competitor's device placed in the right renal artery (7-10-22). Competitor's device placed in the left renal artery (6-8-22). On (B)(6) 2025, two days post procedure, computed tomography imaging showed a type 1b endoleak at the most distal aortic component. No treatment or secondary intervention was performed to treat the endoleak. There was no evidence of any stent graft integrity issues and all intended side branch stents were intact. The site noted the event did not occur due to device deficiency. The customer indicated that the vessels were not any more tortuous than usual. Further clarification indicated that the endoleak was not present at the conclusion of the index procedure and was also not present at the one month (two-day post procedure) follow up. Imaging was provided for the investigation. An imaging review was completed on 01may2025 and indicated that the endoleak was a type 3a endoleak on the left zenith flex with spiral-z technology aaa endovascular graft iliac leg, not a type 1b endoleak. No treatment for the endoleak has been completed at the time of this report. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU) for the device were conducted during the investigation. The complaint device was not returned to cook for investigation. However, medical imaging was provided and reviewed by an expert imager reviewer. It was noted a "probable type 3a endoleak, possibly from top of l. Zsle, but more likely to be from between proximal and distal main graft components. Most likely cause would be inadequate ballooning of overlap between components". Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the final product lot and the subassembly work orders revealed no nonconformances. It should be noted that this is the only complaint against this product lot. Cook also reviewed product labeling. The device was packaged with IFU t_zaaasz_rev4. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. 4 warnings and precautions 4.1 general additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up successful patient selection requires specific imaging and accurate measurements; please see section 4.3, pre-procedure measurement techniques and imaging. 4.3 pre-procedure measurement techniques and imaging clinical experience indicates that contrast-enhanced spiral computed tomographic angiography (cta) with 3-d reconstruction is the strongly recommended imaging modality to accurately assess patient anatomy prior to treatment with the zenith spiral-z aaa iliac leg. If contrast-enhanced spiral cta with 3-d reconstruction is not available, the patient should be referred to a facility with these capabilities. Lengths: all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: 1) abdominal radiographs to examine device integrity (separation between components or stent fracture) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. 4.4 device selection strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size (table 10.5.1). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. Fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system components, proper placement of the graft, and desired procedural outcome. 5.2 potential adverse events aneurysm enlargement, aneurysm rupture and death, claudication (e.g. Buttock, lower limb), endoleak. Endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; and corrosion surgical conversion to open repair. 7.1 individualization of treatment additional considerations for patient selection include, but are not limited to: patient¿s age and life expectancy. Co-morbidities (e.g., cardiac, pulmonary or renal insufficiency prior to surgery, morbid obesity) patient¿s suitability for open surgical repair. Patient¿s anatomical suitability for endovascular repair. Patient¿s ability to tolerate general, regional or local anesthesia. Iliofemoral access vessel size morphology (minimal thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 14 french to 16 french vascular introducer sheaths. 8 patient counseling information all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. At a minimum, annual imaging and adherence to routine postoperative follow-up requirements is required and should be considered a life¿long commitment to the patient¿s health and well-being. Physicians must advise all patients that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic but usually presents as: pain; numbness; weakness in the legs; any back, chest, abdominal or groin pain; dizziness; fainting; rapid heartbeat or sudden weakness. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death (see section 5.1, observed adverse event and section 5.2, potential adverse events). The physician should complete the patient i.d. Card ang give it to the patient so that he/she can carry it with him/her at all times. The patient should refer to the card anytime he/she visits additional health practitioners, particularly for any additional diagnostic procedures (e.g., MRI). 12 imaging guidelines and postoperative follow-up 12.1 general all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. Physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. The combination of contrast and non-contrast CT imaging provides information on aneurysm diameter change, endoleak, patency, tortuosity, progressive disease, fixation length and other morphological changes. Duplex ultrasound imaging may provide information on aneurysm diameter change, endoleak, patency, tortuosity and progressive disease. In this circumstance, a non-contrast CT should be performed o use in conjunction with the ultrasound. Ultrasound may be a less reliable and sensitive diagnostic method compared to CT. After reviewing the IFU, cook has concluded the device labeling contains appropriate warnings, precautions and instructions to the user related to the reported failure. Evidence provided by the customer, complaint history, device history record, device failure analysis, manufacturing documents, and verification testing, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices in house or in the field. Based on the information provided, imaging review, and the results of the investigation, cook concluded it is likely the medical procedure contributed to this incident. The image reviewer stated, ¿most likely cause would be inadequate ballooning of overlap between components". The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.